Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the camera was leaking around the coupler. They were not sure which unit was faulty. Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, it was identified that the scope was damaged, it was found loose besides; moisture inside optical system and the lenses were broken. The repair was declined, and it was not restored to the specifications. It is being placed into long term hold. With the given information, the root cause for the failure found can be related to the lack of maintenance or incorrect handling as well as caused by fall. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the camera head ac c-mount is leaking around the coupler ac zoom. Customer is not sure which unit is faulty and will send both in for evaluation. It was unknown if the issue was discovered during a case. There was no delay or patient harm due to this reported. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: corrected data: investigation summary updated. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the camera was leaking around the coupler. They were not sure which unit was faulty. Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, it was identified that the scope was damaged, it was found loose besides; moisture inside optical system and the lenses were broken. The repair was declined, and it was not restored to the specifications. It is being placed into long term hold. With the given information, the root cause for the failure found can be related to the lack of maintenance or incorrect handling as well as caused by fall. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).